Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for repair. Sorc inspected the device and confirmed the following; the reported phenomenon was reproduced. The electrical circuit board had failure. There was deterioration and fatigue of the safety valve of the primary decompressor. The reported event appeared to be caused by the electrical circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the device beeped on startup and all leds on the front panel went off. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus service operation repair center (sorc). Sorc inspected the subject device and duplicated the reported phenomenon. It was confirmed that when an abnormality is detected in the internal circuit/board of the subject device, the display turns off. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was no service record for the subject device. Three years or more have passed since the subject device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection by sorc, there was the possibility that the reported phenomenon was attributed to aging deterioration or the failure in the pressure sensor on the main board of the subject device due to coming off the electrical wire inside the pressure sensor.